Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after developing a hematoma. The physician suspected this was due to the implant procedure. A pocket revision was successfully performed. The patient was doing good post surgery.